Event description:
Info received indicates, the brake caster is not locking and the bed is rolling freely when the brake is engaged.

Manufacturer narrative:
The tech replaced the brake caster to repair the bed.